Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the indicator of the enclosure was off and that the unit did not pass load testing. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the generator of the imaging system would not power on. There was no patient present when this issue was identified. No additional information was provided.